Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, the pump display was damaged. The damage was causing the screen to be difficult to read as it appeared "cloudy". Customer's blood glucose level was 275 mg/dl. Customer reverted to manual injections for insulin therapy.